Event description:
As reported: "pain & shortening leg. X-ray revealed head [disassociated] from stem. All available information submitted." Patient was revised to "restoration w/ mdm." Rep provided explant pictures and confirmed that no further information will be available.

Manufacturer narrative:
An event regarding disassociation and limb length discrepancy involving a metal head was reported. The event of disassociation was confirmed through clinician review of the provided x- ray. The event of limb length discrepancy could not be confirmed. Method & results: device evaluation and results: no product was returned for evaluation however photographs were provided for review. One photographs shows a recently explanted head. Blood and tissue is visible on the head. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: pre revision x-ray confirms disassociation, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant stated the following comment: pre revision x-ray confirms disassociation. The exact cause of the event could not be confirmed as insufficient information was provided. Further information such as primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "pain and shortening leg. X-ray revealed head [disassociated] from stem. All available information submitted". Patient was revised to "restoration w/ mdm". Rep provided explant pictures, and confirmed that no further information will be available.